Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at 10:13pm on (B)(6) 2019, when she obtained a blood glucose result of ¿235 mg/dl¿. The patient considered the result high compared to her feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with lantus insulin and novolog insulin which she self-adjusts. She reported that around 10:45pm on (B)(6) 2019, she administered her usual dose of 6 units of novolog. She stated that an unspecified time later, she developed symptoms of ¿shaking and having cold sweats¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education on its use was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurately high reading on the meter and administering her usual dose of insulin.